Event description:
Related manufacturer report number 3006705815-2024-01429. It was reported that patient's ipg reached end of life. As a result, surgical intervention was undertaken the ipg was explanted and replaced. During this procedure a fracture in the original lead was diagnosed. The physician elected to replace the damaged lead as well effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3-date of event is estimated.